Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. Corrected data: d1, d4. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6)2019. What symptoms lead to the discovery of the discontinuous device? Recurrent reflux. Patient reports having workup to include endoflip, which showed ¿device failure¿. When did they begin? Unclear when symptoms began. What was the date of the imaging which showed the discontinuous linx? (B)(6)2022. What is the device lot number? 14225. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Unknown. Did the patient undergo an MRI since device implant? Yes. If so, when was the MRI and what strength? -MRI r hip (B)(6)2019, (1.5t) ¿ no symptoms. -MRI l spine (B)(6)2020 (1.5t). -MRI l knee (B)(6)2021 (1.5t). -MRI t spine (B)(6)2021 (1.5t). -MRI c spine (B)(6)2021 (1.5t). -MRI l spine at outside facility. MRI aborted due to patient experiencing a strong ¿pulling¿ sensation in the area of the linx. She reported feeling some mild symptoms (¿pulling¿) during prior mris. Did the patient have any other surgeries in the area? Linx explantation. Did the patient receive any dilations while the linx was implanted? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Patient had linx removed at an outside facility. No other anti reflux procedure performed. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? N/a. When and if the linx device is removed, may we ask that the device be returned for analysis? Already removed at outside facility. Unknown whether returned to company. The entire account has placed (B)(4) linx devices. (B)(4) discontinuous devices. All patients had MRI¿s. They were all 1.5t. One patient had multiple MRI¿s.

Manufacturer narrative:
(B)(4) date sent: 2/3/2025 b3: unknown; captured as awareness date d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient presented with a broken linx device that was discovered during a cathlab procedure. The current surgeon did not place these devices. The surgeon who placed them are now at a different facility.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2025. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. Per the mso's review, this one is not so obvious as most. I guess I can see the separation but is it subtle. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for finished device lot 14225. A nonconformance was identified (nm398 in the legacy torax nonconformance system). The nm was related to out of specification male bead cases, which is related to one of the potential failure modes for the malfunction identified in this complaint.